Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while the device was inside the leg, the jaw continued to burn after the pa deactivated the switch. The jaw was burning bright orange. This occurred after the pa has done a couple of branches. The operating room staff unplugged the hemopro device and removed from the field. A replacement device was used to complete the procedure. No patient complication was reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone jaw boots appeared to be thermally damaged and tri-heater assembly was deformed. Resistance measurements, functional pre-cautery tests were conducted. The investigation results showed that device met electrical product specifications and also indicated that the micro switch functioned properly. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).